Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Trend code analysis is performed monthly.

Event description:
Customer reported a potential false negative urine hcg test when testing with pro advantage by ndc urine/serum pregnancy cassette device vs. Blood test. The information from the customer is as follows: urine pregnancy test has a wait time of 3 minutes. When the test is checked after 3 minutes the results are negative. The nursing assistant went into the soiled utility room again and the same pregnancy test had a positive reading. The actual date of occurrence was not provided by the customer. It was reported that this has also happened in their ambulatory surgery center. A patient had a negative pregnancy test result after 3 minutes and 2 minutes later the same test result turned to positive. Blood test was performed and the patient was positive. Although requested, no further information was available. It was stated in an email from the customer that the nurse that reported the discrepancy is ill and the customer did not know when she would return to work. Several attempts have been made to get patient and test results but no response has been received.